Manufacturer narrative:
This report is submitted on september 6, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was admitted to hospital (date not reported) due to experiencing severe balance issues. Imaging revealed the electrode array was in the vestibule. Subsequently, revision surgery was performed on (B)(6) 2016, to reposition the electrode. The implanted device remains.